Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the display was out of specification. It was also indicated that multiple external components were damaged and/or contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an ink clot on the screen of the external pulse generator (epg). The epg is anticipated to be returned for service but the current status is unknown. There was no patient involvement.